Event description:
It was reported the pt experienced a shocking or jolting sensation after a fall. The pt fell on saturday and landed on their right leg. The pt felt her right leg bone joint moved the stimulator up. The device was sitting higher than before the fall. The shocking sensation started on sunday or monday. The stimulation was turned off. Add'l info has been requested.

Manufacturer narrative:
(B) (4).